Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to boot up. A review of the system logfile confirmed the malfunctioning of the flexvision pc. The fse visited onsite and upon functional testing, the fse found issue with bios battery. To resolve the reported issue the fse replaced the bios battery in flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc was unable to boot up, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.